Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced several low voltage advisories although the mobile power unit or nearly full batteries were connected. These alarms have occurred intermittently during the last year, beginning in may. There were no technical issues with the device. The patient was doing fine. Different batteries and clips were tested and the issue persisted. When this was done the previous year the alarms disappeared for a short period of time but the persisted. The alarm disappears when manipulating the black power cable. The controller was exchanged and there were no further alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unexpected alarms was confirmed with the returned system controller (B)(6). The log files captured intermittent low voltage advisory/power cable disconnect alarm events. The voltage data values, prior to and post, the alarm events were fluctuating too quickly to indicate depleting 14v batteries or power exchanges. It was noted the fluctuating voltage values were associated with the black power cable. Electrical measurements of the underlying wires within both power cables revealed an opened/severed condition with the battery fuel gauge wire in the black power cable when manipulated. The finding is consistent with the data captured in the log files. The black power cable was delayered for visual inspection. Visual inspection of the underlying wires was uniformly spiraled and appear intact. This suggests the conductor breakdown within the underlying wire and appears to be related to the repetitive flexing of the power cables during use. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (B)(6) was shipped to the customer on (B)(6) 2019. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿. Under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm: promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). If alarm persists, call your hospital contact immediately. No external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿. Appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.